Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On event date, the patient underwent a primary right l5-s1 spinal root decompression. On event date, the patient presented with "wound drainage and fever". The investigator noted the event as moderate in intensity. No treatment was prescribed by the physician. The event was reported as resolved without treatment 19 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.